Event description:
It was reported that during a breast biopsy, they were not getting good tissue samples. They changed the probe and completed the case with no consequence to the patient.

Manufacturer narrative:
Date sent: 5/16/2008. Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.